Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer was unable to print to pdf (portable document format). Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The stylus and the keyboard slide cover were missing. Both keyboard hinges were broken, the lower case was damaged, the power supply was noisy, and the system fan was noisy. (B)(4)

Event description:
It was reported that the programmer universal serial bus (usb) port was not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.